Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the inner insulation was abraded which exposed the inner coil and could have contributed to the reported electrical anomalies.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.